Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damaged downtream occlusion alarm. The downstream occlusion seal was replaced. All functional test of the device passed after repaired.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4 - primary UDI number- di is unknown. E1 - initial reporter phone (B)(4).

Event description:
It was reported that the pump had damaged downstream occlusion sensor. There is no patient involvement and no patient harm reported.